Manufacturer narrative:
(B)(4). This report corresponds to bard complaint #: (B)(4) associated to an avaulta posterior support system.

Manufacturer narrative:
(B)(4).

Event description:
1. What was the indication for implantation of transvaginal mesh in this patient? Rectocele 2. What were the postoperative complications that this patient developed following transvaginal placement of surgical mesh? (B)(6) 2009 - underwent posterior repair with mesh (avaulta) complications post avaulta placement: (B)(6) 2009 ¿ bowel incontinence, leakage, wears pads, incontinence worst over past years, bleeding with bowel movements, feels mesh coming out, posterior mesh erosion - plan for posterior mesh removal 1st mesh revision surgery: (B)(6) 2009 - underwent removal of 1 cm mesh posterior 3. Following mesh revision did the patient present with serious complications, which required additional surgeries? Yes. Following the mesh revision surgery, she developed complications such as mesh exposure, leaking urine, anal incontinence, pelvic pain, bowel dysfunction, rectal pain during the interim period (B)(6) 2009-(B)(6) 2010 for which she had underwent following additional surgeries: 1. 2nd mesh revision surgery: (B)(6) 2009 - underwent transvaginal repair of rectocele and removal of the synthetic mesh for mesh eversion and rectocele. 2. 3rd mesh revision surgery: (B)(6) 2010 - underwent excision of foreign body, rectum and soft tissue for rectal pain with foreign body in the rectovaginal septum and pelvis 3. 4th mesh revision surgery: (B)(6) 2010 - underwent excision of foreign body of right ischiorectal area for rectal pain (B)(6) 2010: rectal/vaginal pain, female genitalia pain ¿ scheduled for caudal epidural (B)(6) 2010-(B)(6) 2011: underwent multiple caudal epidural with epidurogram for rectal pain and degenerative spine and disk disease ¿ reported significant improvement in her vaginal pain but with continued rectal pain. However, she may get better response from the series instead of single injection. Follow-up in 2 weeks and repeat the injection.

Event description:
Procedure type: urological. According to the reporter: the pt underwent a posterior repair procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries.